Event description:
Adverse event(s): "severe hypotony" (intraocular pressure, delayed, uncontrolled); "choroidal detachment with hemorrhage" (hemorrhage). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during surgery. The system was rebooted but the system message would not clear. The system was switched out to complete the case. The pt had been scheduled for cataract surgery and repair of a retinal detachment. The cataract surgery was completed. The surgeon injected perfluoron and was following with a laser treatment. During the laser treatment, the system message displayed. The pt experienced severe hypotony. After the system was switched out and when the infusion cannula was inserted, a choroidal detachment and hemorrhage were noted. The surgeon repaired the hemorrhage and choroidal detachment with laser retinopexy and injection of silicone oil.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).